Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after a meal while using the ilet, with a highest reported glucose of approximately 356¿400 mg/dl, and supplies were changed due to rising glucose and a low cartridge; glucose began to trend downward after supply change and monitoring, and later returned to normal range. Symptoms included elevated blood glucose without ketone testing, medical intervention, or acute complications. Outcomes included no hospitalization, no emergency treatment, no assistance required, and resolution with continued monitoring. Investigation included customer care counseling on expected insulin onset after cartridge and infusion set replacement, verification of fingerstick glucose, confirmation of recent supply change, and follow-up to confirm normalization. Investigation of this case revealed no confirmed device malfunction, with contributing factors possibly including post-meal insulin needs and the expected delay in insulin effect after changing the cartridge and infusion set. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.